Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed several self-tests due to a low battery between (B)(6) 2012 and (B)(6) 2013. A further pad-pak was then installed and the device performed to specification up to (B)(6) 2015. Multiple manual power were observed in the device memory between the (B)(6) 2015. Evidence suggests the device did not shut down correctly after each power up as no event duration is recorded. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. Multiple manual power ups may suggest the beginnings of membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad (B)(4) devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.